Event description:
It was reported that the 8100 pump module received an error code.

Manufacturer narrative:
This supplemental MDR will be submitted to correct the missing h6. Device codes.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2006 to (B)(6) 2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the 8100 pump module received an error code.